Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
A distributor reported to verathon that a customer reported while using a glidescope pgvl video monitor, during a patient procedure, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.